Event description:
A dialysis facility reported that an inch of bubble was found in the extracorporeal blood circuit below the level detector with no machine alarm. The blood pump was stopped so the pt did not receive any air. There was no serious injury or illness. The machine reportedly passed the alarm tests pre treatment.